Event description:
The customer reported via phone call that they received a no delivery alarm when attempting deliver a correction. Customer stated they changed their infusion site and set the night before receiving the alarm. The customer's blood glucose was 427 mg/dl. Customer treated their blood glucose with a manual injection. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used reservoir inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows; reservoir filled with diluent, and connected to a new infusion set, installed reservoir and connector into insulin pump. Performed a manual prime; visual fluid flow through infusion set and out catheter tip. Conclusion; reservoir not occluded. Also checked reservoir snap-cap with dimensions; reservoir failed per due to being under inspection also using a new lab infusion set. Reservoir failed per inspection found reservoir to loose to connect/release.